Manufacturer narrative:
Device evaluation: investigation clarified: customer reported alarm error -cassette not attached was in fact the alarm error -cassette not attached properly. The device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing. The customer stated problem was confirmed. Cassette not attached properly error was duplicated and verified when a disposable cassette was used during testing. The dso (downstream occlusion sensor) was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed the alarm -cassette not attached during testing. No patient injury was reported.